Event description:
Customer called to report high bgs. The bgs were treated manually by pushing on the plunger. Customer was advised of the danger. Troubleshooting was performed. The insulin was not delivering. Customer reverted to manual injections.